Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres after ablation with a rota 1.5mm. The procedure was completed with another of the same device. No patient complications were reported.